Event description:
A clinic manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow up, a registered nurse clarified that the blood leak occurred immediately after starting the hd treatment. The blood leak was described as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. It was observed that dialyzer blood and dialysate were mixing irregularly in the dialyzer. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 100-250 ml. There was no patient injury, adverse events or medical intervention required other than routine hemoglobin draw and patient was monitored. There was no visible damage to the dialyzer. The treatment was completed the same day with new supplies on a different machine. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The third party carrier's website was reviewed and it was verified that the provided shipping materials were sent to the customer and were subsequently received. A review of the production record was performed. A review of the production record was performed. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow up, a registered nurse clarified that the blood leak occurred immediately after starting the hd treatment. The blood leak was described as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. It was observed that dialyzer blood and dialysate were mixing irregularly in the dialyzer. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 100-250 ml. There was no patient injury, adverse events or medical intervention required other than routine hemoglobin draw and patient was monitored. There was no visible damage to the dialyzer. The treatment was completed the same day with new supplies on a different machine. The device is available to be returned to the manufacturer for evaluation.